Event description:
It was initially reported by company representative: "the resident was in the tub sitting on alenti bath chair, ready for bath. Tub was full of water at this time. Resident leaned forward and plastic securing clip broke. Caregivers drained water to prevent resident from floating and removed resident from tub." (B)(4).